Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported they were on day 9 of advance evaluation. They were still sore in the upper left buttock at the implant site. Patient noted that they were still taking antibiotics four times per day and the implant site did not seem red or infected. Patient also stated they were feeling stim on the left side of their groin area like they were supposed to, but it was irritating for them when they are standing or getting up. It was like a soreness, pinch, and tightness and felt like there was something in there. Patient did not like the sensation. There were at setting 2.8. The patient was scheduled for permanent implant on (B)(6). Two weeks later, the healthcare provider (hcp) reported the patient had not contacted them. Patient had stage 2 implanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.